Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced possible inappropriate therapy for supra ventricular tachycardia (svt) that was detected as ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.